Event description:
It was reported that during a knee procedure using an ambient covac 50 ifs wand, the surgeon alleged that the wand experienced arcing while inside the surgical site. The procedure was completed with a back up wand. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
At no time during functional evaluation of the returned device did the tip exhibit ¿arcing¿; however, due to the tip showing plasma etching, the customer¿s complaint has been visually verified. The most plausible root cause associated with this type of failure is the wand tip coming into contact with a metal object such as a cannula. The instruction for use outlines warnings and precautionary measures such as ¿do not contact metal objects while activating the ambient wand. Damage to the tip may result.¿